Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the actual device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water tests were performed and were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the luer valves of a clearlink system continu-flo solution set broke during flushing the line leading to a leak. It was further stated that the part that broke was the first y-site from the patient's side. This issue was identified during an unspecified patient infusion and the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.